Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. It is not known whether the physician questioned the result. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was sample integrity customer suspected sample handling issue and repeated the sample. The dimension ctni IFU states: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.